Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing shocking sensations. The physician discovered while in the operating room that one of the artisan paddle lead tails was frayed. The physician cut the frayed lead and plugged the other lead tail into the battery. The patient was doing well postoperatively.